Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed inspection of the lead body and electrode tip found no anomalies, though dried blood and tissue was noted in the helix housing and the helix arrived retracted. This lead passed hipot testing, indicating there were no electrical shorts between conductors. Continuity testing also passed indicating the conductors were intact. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead became dislodged and exhibited a failure to capture or sense. It was successfully replaced with a new lead. This device was returned and is pending analysis. No additional adverse patient effects were reported.